Event description:
It was reported by service report that the right load wheel casting broke off the headsection. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.